Manufacturer narrative:
Method: device history review; results: the device remains implanted and is unavailable for evaluation. The device was reported to be a xia 3 polyaxial screw, cat # unk, lot # unk. Because no device was received back for evaluation, testing and inspections cannot be performed to aid in root cause analysis. Furthermore, the information received is limited as this device was implanted within a prisoner, making contact difficult. It was stated that further information could not be obtained. Conclusion: with no additional information or device available, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that the xia 3 lumbar procedure was done on a prisoner. Sometime later, exact date unknown, the heads popped off the screws. Follow-up surgery was never done and implants we never explanted.

Event description:
It was reported that the xia 3 lumbar procedure was done on a prisoner. Sometime later, exact date unknown, the heads popped off the screws. Follow-up surgery was never done and implants we never explanted.